Event description:
It was reported the patient was experiencing a felling of "pins and needles pinching" along the spinal column. The feeling had happened several times. In one episode the patient was walking, another time putting on pants. It was later reported the patient felt the stimulation was intermittent and changed with movement. At times it felt like it was "shorting out." The left side reportedly felt like it was off and then the stimulation would get stronger and cause the patient to shake. Additional info has been requested from the hcp, but was not available on the date of this report.